Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the second haptic was broken during injection into the eye and was observed immediately following implantation into the eye. The lens was misaligned due to the broken haptic and the surgeon explanted the lens by cutting it into pieces. The surgeon reports that there was difficulty in cutting the lens and explanting it from the eye resulting in impact/injury to the iris and endothelium. The additional event information received identifies that resistance was felt at the very end of injection. The iol and injector were discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch: 083221478 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch: 083221478. There is insufficient evidence and information available to determine the cause of haptic breakage in this case.

Event description:
On 5th may 2025, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone toric rao610t. The event description provided states that on implantation into the eye, the second haptic was found to be broken necessitating lens explantation.